Event description:
Reportedly, on (B)(6) 2012, ventricular oversensing was observed on a recorded episode. An explanation was required.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.